Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the device's electronic memory for review and confirmed that on the date that the issue was initially observed, the device had logged multiple short-on time's, thus confirming the reported issue. A performance inspection procedure (pip) was completed on the device, as well as an internal examination; however, no discrepancies were observed. The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Event description:
Physio-control was performing an annual inspection of the customer's device when it was observed that the unit would not remain powered on. Physio observed that the device would power on for approximately 2 seconds before powering off by itself. There was no patient use associated with the reported event.